Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user had a routine visit for suprapubic catheter change. Was able to deflate 3ml out of the balloon and unable to deflate any more. There was firm resistance and they could not remove the catheter. They called general practitioner and were referred to urology. The catheter was draining well. The duty general practitioner attended and attempted to remove the catheter but was not able to remove it. They organized a review the next morning and at that time the catheter had been reflated and the urine was in the bag. Ambulance service (111) was called later the same day evening as the patient started bypassing and felt that the bladder was not emptied completely and expelled itself. They re-catheterized the ureteral catheter suprapubically. A further visit was requested by the patient 48 hours later as the catheter was not working and the patient experienced penile discomfort.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user had a routine visit for suprapubic catheter change. Was able to deflate 3ml out of the balloon and unable to deflate any more. There was firm resistance and they could not remove the catheter. They called general practitioner and were referred to urology. The catheter was draining well. The duty general practitioner attended and attempted to remove the catheter but was not able to remove it. They organized a review the next morning and at that time the catheter had been reflated and the urine was in the bag. 111 was called later the same day evening as the patient started bypassing and felt that the bladder was not emptied completely and expelled itself. 111 re-catheterized the ureteral catheter suprapubically. A further visit was requested by the patient 48 hours later as the catheter was not working and the patient experienced penile discomfort.